Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Amendment: the report was amended for the following reason: during an internal review it was noticed that the country of case and primary reporter should have been captured as canada. Furthermore, the suspect drug essure was recoded to capture the correct country also. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes'), salpingitis ('inflammation of the fallopian tube') and perforation ('other organs perforation') in an adult female patient who had essure (batch no. C12704) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), salpingitis (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic and auto-immune reactions"), autoimmune disorder ("allergic and auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, salpingitis, perforation, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, salpingitis, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff was injured severely and permanently. Batch no: c12704, production date: 2014-01-10, and expiration date: 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes'), perforation ('other organs perforation'), pregnancy with contraceptive device ('unintended pregnancy') and salpingitis ('inflammation of the fallopian tube') in an adult female patient who had essure (batch no. C12704) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic and auto-immune reactions"), autoimmune disorder ("allergic and auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and salpingitis (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and salpingitis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, salpingitis, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff was injured severely and permanently. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: new informations added: essure lot number, new reporter (lawyer), new adverse events (chronic abdominal pain, pelvic pain, back pain, excessive bleeding, unintended pregnancy, migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, perforation of the fallopian tubes, other organs perforation, allergic and auto-immune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety, depression and inflammation of the fallopian tube. The medical device removal was added as a non-drug treatment of the 'device dislocation into abdominal cavity, device perforation and fallopian tube perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 20-nov-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of the fallopian tubes"), salpingitis ("inflammation of the fallopian tube") and perforation ("other organs perforation") in an adult female patient who had essure inserted (lot no. C12704). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). Concurrent conditions were listed as heavy menstrual bleeding and abnormal uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and intervention required), salpingitis (seriousness criterion medically important), perforation (seriousness criterion medically important), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic and auto-immune reactions"), autoimmune disorder ("allergic and auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the outcomes for device dislocation, uterine perforation, fallopian tube perforation, salpingitis, perforation, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as unknown to the reporter. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, salpingitis, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: that the plaintiff was injured severely and permanently. At the end of the procedure, about three coils of the essure device could be seen protruding into the uterine cavity from both tubal openings. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: clinical diagnosis: abnormal uterine bleeding. Source of specimen: uterus and cervix, fallopian tubes gross description: the first fallopian tube is 8.6x0.4x0.4cm. The second fallopian tube is 7.0x0.5x0.4 cm. They are mildly congested and tortuous with an open end and unremarkable fimbriated end. Microscopic description: sections demonstrate chronic cervicitis. No dysplasia or malignancy seen. The endometrium shows proliferative phase changes. There is no evidence of hyperplasia or malignancy. The myometrium is unremarkable and devoid of any nodules. The fallopian tubes are grossly unremarkable. Diagnosis: uterus and cervix, bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: chronic cervicitis proliferative endometrium -unremarkable fallopian tubes. [Pregnancy test urine] on (B)(6) 2014: negative batch no c12704 production date 2014-01-10 expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-apr-2024: medical record received. Lab data including ( surgical pathology report) added. Concomitant conditions added. Reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.